Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-apr-2026, a sales representative submitted a request via phone regarding an ar-3636h soft anchor self-bunching knotless hip fibertak unit. The surgeon placed the implant inside the patient, and the inserter broke into the bone. The rep is uncertain of any adverse effect on the patient. Additional information was received on 23-apr-2026. The rep advised that the event occurred during a hip arthroscopy with labral repair, which resulted in a hip labral repair/cam resection. There was no media provided; the rep advised that the surgeon removed the anchor inserter and noticed the tip was not intact. They measured it against another anchor insertion sheath. Less than 10mm broke off, so the device was unavailable for return. The case was successfully completed, and the request was from the facility.